Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was returned for investigation. Visual inspection of the as returned product identified worn markings due to usage, bone, blood and a fracture at the collar. No pre-existing conditions were noted on the product experience report (per). The reported device was located on tooth #4 and was used for approximately 3 years. Pictures or x-ray images were not provided. A device history record (DHR)review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no related complaints for this product lot. Complainant reported that the implant was fractured and was removed. The reported complaint was confirmed. A definitive root cause for this complaint could not be determined. The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes'

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight unknown / not provided.

Event description:
It was reported that the implant was fractured and was removed.